Event description:
It was reported by svc report that the head left siderail is stuck in the down position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail timing link.